Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient passed away approximately nine months after the implant of a new implantable pulse generator (ipg) system. The right ventricular (rv) lead experienced an unexplained, gradual rise in threshold with each follow up appointment since implant. All other values were within normal limits. The lead was reprogrammed and the patient asked to follow up in one to two months to see if the thresholds continued to rise or if the threshold stabilized. The patient died suddenly and unexpectedly before their next follow up appointment. Attempts to obtain additional information regarding the patient's death were unsuccessful. Cause of death was unable to be obtained.